Manufacturer narrative:
There was no reported device malfunction associated with the navitor vision. An event of heart block, atrial fibrillation, fatigue, movement disorder, cardiac enzyme elevation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the root cause of the reported heart block and atrial fibrillation. The reported fatigue and movement disorder are cascading effects of heart block and atrial fibrillation. The reported cardiac enzyme elevation was unable to determined. The reported hospitalization and unexpected medical interventions were as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too high. The final non-coronary cusp implant depth was 8.30mm. Post-procedure it was noted via electrocardiogram, that the patient developed a left bundle branch block (lbbb) and subsequent complete heart block. The decision was made to insert a temporary pacemaker. On (B)(6) 2024, it was noted that the patient had an elevated troponin level but was asymptomatic. No intervention was performed. On (B)(6) 2024, it was via a holter monitor that the patient had an onset of atrial fibrillation with a rapid ventricular rate in the 160s. The patient felt fatigued and shaky. The patient's symptoms improved after spontaneous resolution of the atrial fibrillation. The patient's rhythm returned back to normal sinus rhythm with left bundle branch block. The decision was made to start the patient on a regimen of bi-daily oral eliquis. The cause of the patient's lbbb and complete heart block are attributed to the implant procedure and 29mm navitor vision valve. There is no allegation of malfunction against the abbott device or procedure. The patient was stable and discharged at the time of report.